Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was unable to reset the pump due to not having a charging cable and requested a transfer to someone they could speak to "like an adult" while also requesting a replacement. Technical support was set to follow up and planned to open a service request and transfer to customer service assistance.